Event description:
A philips field service engineer identified a v2 trunk cable failure during servicing of the device. This could prevent the acquisition of a 12-lead ECG. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.